Manufacturer narrative:
Date of event: month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) leads were examined prior to use when removed from packaging, and it was noted that the helix was not properly positioned in the leads. This occurred on several occasions and was reported by several physicians. It was reported that the helix issue may have been the cause of poor tracking during implant procedures. No patient complications have been reported as a result of this event.